Event description:
A customer reported that the battery of their t:slim x2 insulin pump would not charge. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to plug the wall adapter into a known working outlet and wait for at least 30 minutes to allow the pump to charge, and follow-up communication was conducted without direct contact with the customer, indicating a closure of the case.